Manufacturer narrative:
One actual sample was received for the leaking near the y-site condition. The reported condition of a leak was confirmed. The sample was underwater leak tested and the returned sample showed a leak at the y-site. Visual inspection of the y-site showed that there is a crack in the gate area along with multiple scratches and cracks. The root cause of the leak is most likely due to shipping and handling. The manufacturing facility will be notified of this report. (B)(4).

Event description:
The customer reported to baxter (B)(4) a leak near the y-site. This leak was found in an unknown department. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.